Event description:
Per oos and pt tracking, this system was removed due to infection. When fcs was called to come see pt, she noted pt had no system implanted. She assisted with the implanting of a new system in 2007. Rep was asked for clarification and she stated to pt tracking that the system had been removed due to infection, but that she had not been informed of the complaint until after it was explanted. There is no explant date available. Also removed: setrox s 53, MDR 1028232-2008-00342. Setrox s 60, MDR 1028232-2008-00343.